Event description:
It was reported that the applicator deployed on its own. The patient attempted to insert the sensor into the abdomen on (B)(6) 2022. Product was provided for investigation, however, only the sensor pod was returned. As the applicator was not received no probable cause could not be determined. The allegation could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).